Event description:
It was reported that during an explant procedure, the physician used electrocautery and the device exhibited backup operation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal.